Manufacturer narrative:
DHR review: a device history record (DHR) review was performed and no deviations were found. All inspection records are in order. No non-conformance record associated with lot# 2009-043 that could have contributed to the complaint. Review of recorded complaints on the last three years (2019-2021): 5 similar complaints but on different reference number (pfm2ct5dl, pfm2ct4d). Conclusion: the returned sample was visually inspected and the reported luer crack was confirmed. The reported competitor valve used during treatment was also visually inspected and observed to be smaller than the supplied needle-free valves from the kit. Luer fitting test was performed with the retained sample from the same lot using luer torque gauge and no deviations were found. The retained valve was also connected multiple times to the catheter without any issues. However, during testing of the returned valve sample, a scraping sound from the connection was noted at 8.78lbf-in. It is believed that the root cause could be attributed to the use of a different needle-free valve which may add more force than required during the connection. In addition, the IFU indicates that repeated over-tightening of the luer lock connection, syringes, and caps could lead to potential connector failure. For future procedures, it is recommended that only the supplied needle-free valve should be used to prevent any future occurrences.

Event description:
PICC was placed without issue. A few days later the line was leaking around a cap but thought to be a cap issue not a line issue, then the actual lumen of the catheter was noted to be cracked 4-5 days after placement. The caps we use are from ICU medical, inc. Microclave clear neutral connecter. Patient was fine; new peripheral line was placed without issue after pfm PICC line developed cracked luer.